Event description:
Patient was undergoing diagnostic lap with laproscopic assisted tvh and a bilateral salpingo-oophorectomy. The suregeon grasped and stapled the left uterine artery and (per the operative note) "it was discovered that the clamp on the endo-gia-30 stapling device would not release. Ater several attempts to release the grasping device. The tissue just lateral to the device was electrocoagulated."it was noted that the tissue in question was still int he device when it was received for evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by manufacturer/distributor representative. Invalid data - on device destroyed/disposed of status.